Event description:
It was reported that cartridge alarm 20 occurred on pump, and caller also noted cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump with plan to rely on alternate method if needed, and tandem technical support arranged shipment of replacement pump with updated software, instructed customer to place old pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and connect continuous glucose monitor on replacement pump.